Event description:
Information received indicates the head of the bed is not staying up. It will stay up for a while and the patient is unable to see the controls.

Manufacturer narrative:
The technician found the bed was going into CPR because the CPR lever was sticking. The technician freed the CPR lever to repair the bed.